Event description:
Report rec'd of a pump having an alarm condition, but no audible alarm. The pump was programmed in the continuous plus bolus mode to deliver dilaudid 500mg in 250ml (2mg/ml) at 4mg/hr with a bolus dose of 0.5mg every 20 minutes with a 4-hour lockout of 20mg. It was reported that in 2000 the pump displayed with an error 141, but the pt reported that there was no audible alarm. It was reported that when the nurse came to the pt's home to ckeck the pump, that the pt was having uncontrolled pain related to the pump not pumping from the alarm condition. According to the customer contact, the pt went to the emergency dept due to the uncontrolled pain. It was reported that the pt rec'd dilaudid and phenergan (doses unspecified) in the ER and resumed pain mgmt therapy via a pump and was sent home. There were no other interventions reported. Though requested, there was no add'l info available.